Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A visual inspection, functional test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported keypad issue was not verified; however, an f-38 (malfunction in tube misloading detection circuitry) alarm on channel 2 was identified during functional testing and the review of the alarm log. The cause of the f-38 alarm was determined to be force sensing resistors out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a keypad issue. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.